Event description:
It was also reported that the pump indicated a data log corruption. Additionally, it was reported that of range issues occurred between the transmitter and pump for an undetermined length of time with no continuous glucose monitor (cgm) sensor readings due to the customer's sensor session expiring. In addition, it was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to an elevated blood glucose (bg) level of between 200 and 450 mg/dl and diabetic ketoacidosis. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.